Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 17-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary this investigation has been updated because the malfunction code changed from leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). To leak between tubing and pump connector/hub - detachment /significant wetness, which requires additional activities not included in the original investigation dated 23-feb 2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: eqms search: a query was run in the electronic quality management system on 17/mar/2026 against "lot number" "6002862" and similar malfunction codes: leak between tubing and pump connector/hub - detachment /significant wetness, tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The review confirmed that lot# 6002862 and the identified failure mode are not associated with any non conformance report or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/mar/2026 against "lot number" criteria equal "6002862" and similar malfunction codes: leak between tubing and pump connector/hub - detachment /significant wetness, tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record review: the lot 6002862 was manufactured according to work instruction version 106 and manufactured in the line 3, on 29/aug/2023 with a total of (B)(4) units. The sub-assembly: tubing gluing lot 3h02734 was manufactured according to the work instruction version 55 and manufactured in the machine sc03, on 28-aug-2023, with a total of (B)(4) units. Review of the DHR showed that during the outgoing test an nc 1741205 was found for data was lost during the sterilization aeration phase. In the lot number 6002862 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 26-feb 2024 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaints for lot 6002862. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts) complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion tubing set tubing detached from hub issue event on 05-feb-2024. The infusion set was used for twenty-four hours. No further information available.